Event description:
On (B)(6) 2022 a reporter for the lay user/patient contacted lifescan (lfs), alleging that the patient¿s onetouch ultra2 meter was reading inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that the alleged meter inaccuracy began on (B)(6) 2022 when the patient started to obtain blood glucose readings of between ¿250 and 300 mg/dl¿ with the subject meter. As a result of the alleged issue, the reporter claimed the patient visited the doctor¿s office on the morning of (B)(6) 2022 at 9:00 am and was given insulin. The reporter claimed the patient obtained 3 further results of ¿250 mg/dl¿ with the subject meter that day at home and took 4 more units of novolog insulin in response each time. At 10:00 pm that evening, the patient started to feel ¿weak and shaky¿. There was no report of medical treatment/intervention received for the symptoms. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca confirmed the test strips had been stored correct and were not expired or opened past their discard date. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after administering insulin based on alleged inaccurate high results obtained with the subject meter.